Event description:
During open reduction and internal fixation of left middle finger under bier block anesthesia, bleeding was noted. The anesthesiologist checked the cuff and did not detect deflation. The surgeon subsequently re-inflated the cuff. Approx one (1) hr later, the cuff deflated again. Attempts to reinflate were unsuccessful and the procedure was converted to general anesthesia.